Manufacturer narrative:
Patient height is reported as 70 inches. Additional patient identifier: (B)(6). This report is for an unknown prodisc-c implant/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in 2017; exact date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of prodisc-c due to c3-c4 degenerative disc disease (ddd) with arm pain and neck pain. There was no product malfunction mentioned. The patient has symptoms from c3-c7 levels. Originally, the patient underwent implantation of prodisc-c in 2017. The device was removed successfully with a partial corpectomy of c3 inferior 1/3 and c4 superior 1/3. The device endplates were encased in bone anteriorly and well fused to the endplates as it should be. The surgeon revised the patient to an anterior cervical discectomy and fusion (acdf) plate corpectomy cage at c3-4, and cages at c4-7. Poly inlay was still attached to the inferior endplate of the device as the surgeon performed a partial corpectomy to remove the device. It was unknown if there was a surgical delay. Patient outcome was unknown. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for complaint (B)(4).